Event description:
It was reported that during a ptca/stent procedure to treat a lesion in the mid "lad", a stent was deployed proximal to the intended lesion, and the proximal portion of the stent did not expand fully. The dilatation catheter was used to fully appose the stent to the vessel wall, and a second stent was deployed at the intended site. No add'l info was provided. No pt injury was reported.